Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.  The complaint was deemed as MDR reportable therefore a submission will be performed.  Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that blood leaked from the rear of the unspecified bd nexiva¿ closed IV dual port catheter system and onto the floor and clinician. There was no known contact to the mucous membrane; however, the patient was being tested for syphilis, potentially contaminating the nurse. The following information was provided by the initial reporter: 'pt required a new peripheral IV (piv). A normal, 20g IV was inserted, no complications, using normal clean technique and chlorhexidine swab to cleanse the skin prior to insertion. When the guide wire/sharp was removed out the rear of the device (behind the cannula), blood began pouring out the rear of the device, where it is normally sealed. The pt is being investigated for ?(B)(6), so the rn (writer) was exposed to potentially contaminated blood, which spilled on floor, too. The IV was removed, gauze applied with pressure. Despite applying pressure to the site for 60 seconds, pt developed a large hematoma on his hand/at the site. A new 20g piv was inserted on his right forearm, no complications, flushing well. Impression: manufacturing defect. Unable to report lot number; usw emptied garbage shortly after the incident."